Event description:
It was reported that the patient experienced repeated syncope and the physician suspected a functional issue with the implantable pulse generator (ipg). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.